Event description:
There was a force catheter sensor error from the ablation catheter. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for ablation catheter, 8fr thermocool smarttouch catheter st sf, thermocouple, df curve, bi-directional (per site reporter).